Manufacturer narrative:
H10: updated section h (clinical code and impact code) h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, as of the date of this investigation the requested clinical documentation has not been provided. Therefore, a clinical root cause of the reported anterior hip pain cannot be confirmed but is likely soft tissue surrounding the shell and that it was retroverted causing impingement. The patient impact is the reported pain and release of several structures and revising the cup to help with the impingement. No further clinical assessment is warranted at this time. For the shell, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the liner, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the shell, a review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For the liner, a review of complaint history revealed a similar event for the listed device over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This complaint has been reassessed based on the existing information gathered by the manufacturer and was determined that this event should be re-evaluated for MDR reporting. Reportedly, the retroverted acetabular cup that was causing impingement at the neck and cup is the likely clinical root cause of the reported pain, which ultimately led to the revision of the acetabular shell on (B)(6) 2023 (reported to FDA on 11-dec-2023 under 1020279-2023-02462). The prior intervention to release the soft tissue surrounding the retroverted shell is part of the measures taken to improve the reported pain without apparent success, which has subsequently resulted in the exchange of the acetabular shell to correct the malposition of this implant initially implanted by a non-disclosed surgeon. Therefore, it was determined that this case is a duplicate of 1020279-2023-02462 (our reference number: (B)(4) and does not meet the threshold for reporting. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4) this complaint has been reassessed based on the existing information gathered by the manufacturer and was determined that this event should be re-evaluated for MDR reporting. Reportedly, the retroverted acetabular cup that was causing impingement at the neck and cup is the likely clinical root cause of the reported pain, which ultimately led to the revision of the acetabular shell on (B)(6) 2023 (reported to FDA on 11-dec-2023 under 1020279-2023-02462). The prior intervention to release the soft tissue surrounding the retroverted shell is part of the measures taken to improve the reported pain without apparent success, which has subsequently resulted in the exchange of the acetabular shell to correct the malposition of this implant initially implanted by a non-disclosed surgeon. Therefore, it was determined that this case is a duplicate of 1020279-2023-02462 (our reference number: (B)(4) and does not meet the threshold for reporting. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, after a thr was performed, patient experienced anterior hip pain. This adverse event was solved when surgeon did released several structure to help with pain and retroverted the acetabular cup that was causing impingement at the neck an cup. Health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).